Event description:
The physician was attempting to implant a 2.5 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the lad with 85% stenosis and some calcification. The lesion was pre-dilated twice using a 1.5 x 15 mm sprinter balloon up to 12 atms. The endeavor sprint could not cross the lesion and damage to the stent struts was observed on removal. Pt status post procedure was stable and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (target lesion exhibited 85% stenosis and some calcification), (stent damage, failure to deliver the stent). Conclusion: device failure/lack of effectiveness related to pt condition (target lesion exhibited 85% stenosis and some calcification). Eval summary: the device was returned to the mfg facility for eval. The stent was positioned between the marker bands as per specification. The 5th to the 8th proximal stent segments were damage and deformed. The distal tip was damaged.